Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was not in clinical use during this issue occurrence. The philips field service engineer (fse) inspected the system onsite and confirmed that the cine pedal was not working on the wireless foot switch. Upon troubleshooting, fse confirmed that there was a mechanical problem with the center pedal. Fse noticed the wi-fi (led) indicator was off and the color of the battery indicator on the wireless footswitch at the time of occurrence was green. The defective wireless footswitch was sent for failure analysis. The part was analyzed and as per the report from the lab, all visual and functional tests were performed. Failure cannot be identified with a functional test. However, to resolve the issue, fse replaced the wireless footswitch and base station. After the replacement, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Fse confirmed that there was a mechanical problem with the center pedal of the wireless foot switch. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It has been reported to philips that the cine pedal was not working on the wireless foot switch. The system was in clinical use and the procedure was completed without delay by using a wired foot switch. There was no reported patient or user harm. A philips field service engineer (fse) replaced the wireless footswitch along with the base station and returned the system to use in good working order.